Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her son's onetouch ultra 2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011, and obtained the following information. The reporter claimed that the alleged issue began on (B)(6) 2011 in the evening around 8pm just before contacting lfs for assistance. The patient reportedly obtained the following results on the subject meter "413, 152 and 101 mg/dl" performed greater than 20 minutes of each other. The patient is reportedly newly diagnosed and manages his diabetes with novolog insulin and adjusts based on carbohydrates and meter results as well as lantus insulin and stated he followed his usual diabetes management routine in response to the alleged issue. The reporter informed the mss that within an hour of testing, he developed symptoms of "shaking" and although the reporter could not recall all details, she stated she may have treated him with a maximum of 15g of carbohydrates at an unknown time. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. Although the subject test strips were unexpired and stored correctly, the vial was reported cracked/damaged. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high, erratic reading on the subject meter, administered insulin as normal based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.